Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information provided by troubleshooting, the probable cause includes: the endoscope connector was not a sufficiently dried or there were foreign substances such as dust and chemical liquid residue attached to the electrical contacts of the endoscope connector. This issue is addressed in the instructions for use (IFU): "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction."

Manufacturer narrative:
Additional information is not yet available for the event. The device issue was resolved with troubleshooting. The connection between the light source and the device was secured, and the equipment was turned off and then back on. The image was now available. The device is not returned. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded no image with the 190 series scopes. There is no reported harm or adverse impact to any patient.